Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent ventricular undersensing via a merlin.net transmission. The patient would continue to be monitored.